Manufacturer narrative:
This device and lead remains implanted thus no analysis will be conducted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the implant procedure of this implantable cardioverter defibrillator (ICD) and right ventricular lead a telemetry issue was noted. Measurements were then taken with a programmer which showed to be out of range on the shocking and pacing channel. The ICD and lead were reconnected which still showed out of range impedances, while measurements taken with a pacing system analyzer (psa) showed normal measurements. Finally the programmer was restarted and the system was interrogated which showed normal pacing and shocking impedances. No adverse patient effects were reported.